Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose that day was 30 mmol/l. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. It was reported that the pump experience an intermittent power issue that day; a battery compartment crack and moisture within the battery compartment was reported. This complaint is being reported because the reported health event is was attributed to an alleged malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-dec-2017 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked on the side at the threads, above and below the bumper pad. Corrosion was found in the battery compartment. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection and the power complaint was duplicated. A test battery cap fit to maintain an electrical connection, and successfully completed 24 hour testing. No power on resets occurred. The total daily doses added up correctly, and was delivering accurately and within range. A leak was found in the battery compartment. The pump cover was removed to find no further moisture on the printed circuit.